Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention the angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
An angio-seal closure device was selected for use. It is also unknown if a pre-deployment angiogram was performed. The angio-seal device was deployed without issue. Oozing was observed after deployment, so manual compression was held and hemostasis was completely achieved. The following day the patient developed pain in the lower extremity and intermittent claudication. Vessel occlusion due to deposition of the collagen sponge was confirmed via echo. Surgery was performed to remove the entire angio-seal device. The collagen was found in the vessel. The physician reported that less resistance was felt that normal during deployment and that the collagen felt harder than usual.